Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Company representative reported rupture on an unknown side reported via television program. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported rupture on an unknown side reported via television program. Device has been explanted.